Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device intermittently is not detecting a patient load. When the device does detect a patient load, the shock button does not respond. The customer was sent a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device intermittently is not detecting a patient load. When the device does detect a patient load, the shock button does not respond. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to corrosion from salt contamination. White flecks were observed throughout the device. Through the use of a scanning electron microscopy (sem) revealed the contamination to be nacl (salt). This condition indicates that the device was exposed to the environment as the probable cause of failure and not the result of a device malfunction or manufacturing nonconformance. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device intermittently is not detecting a patient load. When the device does detect a patient load, the shock button does not respond. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.